Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the lead was damaged by the sheath as the sheath was not peeling away correctly and it pinched the lead. The lead was not sensing appropriately and unable to pace. No impedance could be measured. Lead was not used and was replaced. Patient was stable.